Manufacturer narrative:
(B)(4). Event date unknown. (B)(4). Concomitant medical products: 00877502802 ¿ biolox delta ceramic head ¿ 2927572; 00771300900 ¿ modular femoral stem ¿ 63802366; 00784802200 ¿ modular neck ¿ 63822967; therapy date unknown. Report source (B)(6). Reported event was confirmed by review of x-rays. X-rays provided did not contain a date, but show dislocation of the acetabular and femoral components superolaterally displaced from the native acetabulum. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patients experienced a dislocation between the bipolar head and the natural acetabulum in association with falling. It is unknown if there was medical intervention. Attempts have been made and additional information on the reported event is unavailable at this time.